Manufacturer narrative:
Reliability analysis inspected 6 opened/used infusion sets and performed manual prime and high pressure test using a new lab reservoir along with a pump. All 6 infusion sets failed per spec. Infusion sets found occluded at qr connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of an occluded infusion set. The customer's blood glucose reading was 161 mg/dl. The customer stated that she had several sets where she was not able to get the insulin through. The customer received no delivery alarms from the pump. The customer will send back 6 infusion sets for analysis.